Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.

Event description:
It was reported that a tissue damage has occurred. The procedure was cancelled. It was reported that during farapulse ablation procedure to treat atrial fibrillation, a faradrive steerable sheath clear and versacross connect access solution for faradrive were selected for use. After successful transseptal access, an artifact was observed on intracardiac echocardiography (ice). The artifact appeared to be tissue 'flapping' at the base of the transseptal site. Also, both versacross dilator and versacross rf wire were inside the patient at the time of the issue noted. Due to the patient's high-risk status and a history of prior complications prior to procedure, the physician decided to remove the devices and cancel the procedure. A new procedure will be later rescheduled. Upon removal, no issues were noted in any of the faradrive steerable sheath clear nor versacross dilator and rf wire. Also, no malfunctions with any of the devices used were reported. The artifact was suspected to be adipose tissue obtained during transseptal access, potentially related to the patient's larger bmi. Heparin was administered before transseptal, full dosage as calculated in the 'timeout'. The product is not expected to be returned as it was disposed.